Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was 160 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.